Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient suffered from muscle stimulation. The left ventricular lead was explanted and replaced. The patient was in stable condition throughout the procedure.